Manufacturer narrative:
The product was not returned for evaluation. Procedural imagery provided by the site showed the sheath shaft is slightly torn. Delamination of the liner can be seen on the distal end of the sheath. Some soft tip damage is present, and the c-marker remains slightly detached but adhering to the liner. Based on the imagery provided the complaint was confirmed. A device history records (DHR) review did not reveal any manufacturing related issues that would have contributed to the complaint. A review of the lot history revealed no other similar complaints related to this lot number. A review of the complaint history from (B)(6) 2019 to (B)(6) 2020 revealed additional returned similar complaints for edwards introducer sheath. The complaint history was reviewed, and no confirmed manufacturing non-conformances were identified. The monthly occurrence rate did not exceed the (B)(6) 2020 control limit for the applicable trend categories. The instructions for use (IFU), device preparation and the training manual were reviewed and no deficiencies were identified. It is to be noted, per the IFU the user is instructed to ensure the balloon is completely deflated prior to removal. During the manufacturing process, the device was visually inspected and tested several times. All inspections are conducted on 100% of units, except in the case of product verification (pv) testing where the tested units are chosen on a sampling basis. All tested sample units for this lot passed pv testing. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaints for sheath shaft torn, sheath distal tip liner delamination, and sheath shaft withdrawal difficulty were confirmed. Due to unavailability of device, engineering was unable to perform any visual, functional, or dimensional analysis. As a result, the presence of a manufacturing non-conformance was unable to be determined. However, a review of manufacturing mitigations revealed that it is unlikely a manufacturing issue contributed to the complaint, as proper inspections to detect issues relating to the complaints are in place. Additionally, a review of IFU/training manuals revealed no deficiencies. Per the case notes, it was mentioned that there was some retained volume in the balloon prior to its removal from the sheath. Training manual specifies that prior to the delivery systems removal, operator should ensure that the balloon be completely deflated. If the balloon is not fully deflated, the potentially expanded profile of the balloon may not be small enough to pass through the distal tip of the sheath. If so, the potential excessive manipulation used in attempts to remove a delivery system of this configuration in a tortuous anatomy can cause damage to the sheath such as liner delamination. Complaint description reported that damage was seen through fluoroscopy on the complaint device after the delivery system was removed. The reported difficulty in withdrawing the sheath was attributed to damages the device sustained when attempting to remove the delivery system. Per complaint description the sheath had twisted within the abdominal aorta and potential damage can occurred to the artery if removed in that configuration. Therefore, multiple endovascular techniques were used to remove the sheath in attempts to not damage the artery. It is possible that through the twisting caused by forceful removal of the delivery system as well as the techniques used to remove the damaged sheath, the reported radial tear on the sheath shaft was caused by this excessive manipulation. However, a definite root cause is unable to be determined at this time, but based on given information, patient(access vessel tortuosity) and procedural(balloon not completely deflated, endovascular device removal techniques) may have contributed to the complaint event. Based on procedural imagery provided by the site the complaint event was confirmed. As the device was not returned it cannot be determined if a manufacturing non-conformance contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no product non-conformances or IFU/training deficiencies were identified during the evaluation, no product risk assessed, corrective or preventative actions are required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(6), during a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26mm sapien 3 valve, upon removal of the delivery system through the sheath, resistance was noted due to an incorrect deflation of the balloon. There was approximately <10% retained volume in the balloon.  The delivery system and esheath was removed with some difficulty due to poor deflation of the balloon. The delivery system was stuck and extra force was needed to retrieve the system. The distal portion of the esheath was twisted within the abdominal aorta and the esheath was damaged. The distal portion of the esheath was snared out and the device was removed from the patient.  The patient is stable post procedure. Per medical opinion, the possible root cause of the rupture of the esheath was due to the removal of the balloon through the sheath with retained volume in the balloon.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.